Event description:
The rptr indicated, the surgeon inserted a cq2015a collamer aspheric three piece lens and the back haptic was torn. There was pt contact but no injury. The rptr indicated, the lens was damaged during the loading process.

Manufacturer narrative:
(B)(4).